Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2014 to january 8, 2014. The device was received with 6 ml of fluid in its bladder and labeling indicated it had been filled with fluorouracil and diluent 5% dextrose. A visual inspection was performed and found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. Upon conclusion of the investigation, the reported problem could not verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced an overinfusion. The reported expected therapy time was two days; however, the patient stated that the infusion completed in two to three hours. This occurred during infusion of fluorouracil. There was no patient injury or medical intervention reported. No additional information is available.